Manufacturer narrative:
Date estimated. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Patient selection for use in the tricuspid valve. The other additional device's referenced are being filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detachment resulting in the clip attached to the chordae. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were implanted without issue. A third clip delivery system (cds) was advanced and grasping was difficult due to the thickened anterior leaflet. The clip was able to be deployed however chordae was also grasped. The tr was reduced to 2. On an unknown date, the patient returned with recurrent symptoms and tr had increased to 4. It was noted that one of the mitraclips that was implanted had completely detached from both leaflets however was attached to a chord. On (B)(6) 2020, the atrial septal defect (asd) that was created from the transseptal puncture during the initial procedure was closed. In addition, one clip was implanted at a2/p2 reducing tr from 4 to 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. As it could not be confirmed which clip detached from both leaflets, a review of all three lots was performed. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use did not contribute to the reported issue. The reported grasping difficulty and expulsion was due to the patient morphology/pathology (anatomical challenge). The patient effect of foreign body in patient appears to be related to procedural conditions (one of the mitraclip that was implanted had completely detached from both leaflets however was attached to the chordae). The reported patient effect of tricuspid regurgitation (tr) appears to be due to the expulsion. There is no indication of a product quality issue with respect to manufacture, design or labeling. As it could not be confirmed which clip detached from both leaflets, a full investigation was done for all three clips: part / lot / serial number (s/n): (B)(6). Manufacturing date: 15-oct-2019 expiration date: 13-apr-2020 unique device identifier (UDI) number: (B)(4). Part / lot / serial number (s/n): (B)(6). Manufacturing date: 15-oct-2019 expiration date: 13-apr-2020 unique device identifier (UDI) number: (B)(4). Lot # 91012u1/11:part / lot / serial number (s/n): (B)(6). Manufacturing date: 15-oct-2019 expiration date: 13-apr-2020 unique device identifier (UDI) number:(B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and the complaint history could not be performed as the lot number was not reported. It should be noted that the mitraclip instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The off-label use did not contribute to the reported issue. The reported grasping difficulty and expulsion was due to the patient morphology/pathology (anatomical challenge). The patient effect of foreign body in patient appears to be related to procedural conditions (one of the mitraclip that was implanted had completely detached from both leaflets however was attached to the chordae). The reported patient effect of tricuspid regurgitation (tr) appears to be due to the expulsion. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.